Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the impedance measurements have since stabilized. The shock lead alert limit was increased from 125 to 150 ohms. Boston scientific technical services (ts) observed that the left ventricular (lv) lead and rv lead impedances have mimicked one another suggesting this is related to patient condition. No surgical intervention was performed and the lead remains in service.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedances. No adverse patient effects were reported.